Manufacturer narrative:
This report is submitted on july 6, 2021.

Event description:
It was reported the patient experienced a magnet dislodgement on (B)(6) 2019, and underwent surgery to reposition the magnet.